Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer report to have experienced button malfunction. Customer's blood glucose was 114 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.